Event description:
It was reported that the patient was still having concerns with their device but had not sought further help. The implantable neurostimulator (ins) was placed in the patient but after a few weeks the patient could tell they were not "getting very much relief." Subsequently, 6 months later, the healthcare provider (hcp) tried to move the "chip" but it was so scarred that the lead did not move very much. The patient reported much pain." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).